Event description:
The physician closed the arteriotomy using the closer tsl6 fr device on a diabetic patient. No pre or post procedure antibiotics were administered. Three weeks later, the patient presented with fever and chills. Groin abscess was found and excised by a vascular surgeon. The patient was then put on IV antibiotics and is doing fine.